Event description:
It was reported that the external pulse generator (epg) turned on briefly and then shut back off. It was also reported the device doe not complete power on self test / power on. The device was returned for repair. There was no patient involvement. There was no patient involvement.

Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis confirmed the reported event during service and repair of the device, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case, lower case and side bail covers were broken, the ring cover was contaminated, the side bails were missing and the battery drawer was cracked. Further analysis was later performed on the main pcb. This analysis did not witness any operational or visual anomalies, no defect found during this secondary analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.